Event description:
The physician informed distributor that this oulse generator (ipg) was explanted because of intermittent sensing and pacing problems. The physician first replaced the lead which was manufactured by medtronic (report did not state which lead); however, the sensing problem continued. He then replaced the ipginvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.